Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified external iliac artery. A 7.0 x 20 75cm mustang¿ balloon catheter was advanced for post-dilatation. However, upon the third inflation, the balloon got caught with the previously placed non-bsc stent and the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.